Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double) analyzer. The initial sodium result was 124 mmol/l, and the repeat result was 139 mmol/l. The initial chloride result was 91 mmol/l, and the repeat result was 102 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found there was a restriction in the flow path. He performed annual preventive maintenance with deep cleaning. The investigation is ongoing.